Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that orders were not crossing over to pyxis. A technical support specialist (tss) stated the customer did not have specific details on the issue; the case was closed. The system functioned as intended after the issue resolved. Tss made several attempts to the reporter for further information after comparing both the station and the server's inventory quantity of the medications and determining they tallied up. The tss specialist was unable to determine which patient the reporter was referring to in the reports and was unable to obtain any further information.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had issues with specific multiple component medications not being available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had issues with specific multiple component medications not being available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.